Manufacturer narrative:
The device was not evaluated because the imaging system that was involved in this event was evaluated, and it was determined the reported issue was caused by a network cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the site was unable to send the images acquired with the imaging system to the navigation system. The use of navigation was aborted. Technical services (ts) had the site check if there was a nav tag and there was not. At the time of the call the site was unable to take a test spin for further troubleshooting. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.